Manufacturer narrative:
The product family for this women's healthcare product is unknown. Therefore we are unable to determine the associated labeling and dfmea to review. Although the product family is unknown, the women health product ifus are found to be adequate based on past reviews.

Event description:
(B)(4). It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, injury, permanent and substantial physical deformity, and has undergone additional surgery. The litigation does not specifically state which product was used on the patient therefore an unknown complaint is being entered. Additional information has been requested but not yet received.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: complications associated with the proper implantation of the align® to urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant. (B)(4).

Event description:
Upon additional information received, the product is now known. Per additional information received, the patient has experienced urgency, bladder spasms, urge urinary incontinence, tenderness along the lateral arms of the sling, detrusor overactivity and bladder outlet obstruction per urodynamics, abdominal pain, atrophic vaginitis, examination which revealed the sling had rolled on itself and was located at the level of the bladder neck, stress urinary incontinence, and urinary retention requiring urethrolysis, excision of urethral sling, urethroplasty, sparc midurethral sling placement on (B)(6) 2013, pain, erosion and dyspareunia.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced urethral outlet obstruction, sling proximal to bladder neck, focal foreign body reaction, fibrous encapsulation (fibrosis) and required additional surgical and non-surgical interventions.